Manufacturer narrative:
Sc-2318-70 (sn: (B)(6)). The explanted lead was returned, and the allegation of high impedance has been confirmed. X-ray inspection revealed that contact # 1 of the proximal arrays of the lead has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. The fractured cable is not exposed. The broken cables are still contained within the proximal array. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that the patient had one fixed impedance on one of the contacts of the spinal cord stimulation (scs) lead that would not clear despite troubleshooting efforts. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had one fixed impedance on one of the contacts of the spinal cord stimulation (scs) lead that would not clear despite troubleshooting efforts. The patient underwent a lead replacement procedure and was doing well postoperatively.